Manufacturer narrative:
An event of aortic valve stenosis was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that elevated gradients were noted across the prothesis during 30 day follow-up may have contributed to the reported event but this could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(4). It was reported that on (B)(6) 2025, a 27mm navitor valve was successfully implanted. The anatomical sizing was: mean aortic annulus diameter of 23.1mm, mean aortic annulus area of 419.3mm^2, mean aortic annulus perimeter of 73.7mm, minimum annulus diameter of 20.6mm, and a maximum annulus diameter of 26.4mm. On 24 apr. 2025, elevated gradients were noted across the prothesis. On the 30-day follow-up, elevated gradients were still noted. There was no treatment was reported.